Event description:
Patient was trached at bedside. A #8 shiley trach was placed. Two days later, the flange was noted to be broken away from trach tube. The trach was no longer secure. The patient was coughing violently with a copious amount of secretions. The trach was replaced emergently.